Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier was analyzed, and no failure was found. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed clip test 2 of 2 attempts. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the large hem-o-lok clip applier failed to hold and lock clips. The procedure was completed with no reported injury.